Manufacturer narrative:
Final analysis found normal lead characteristics.

Event description:
It was reported that during implant, the lead exhibited unacceptable thresholds at multiple sites. The lead was removed and replaced.